Manufacturer narrative:
Additional information: update product details. The implant was bia400 implant 4mm with abutment 8mm. The implant was implanted on (B)(6) 2019 and explanted (B)(6) 2019 due to infection surrounding the implant side. This report is submitted on september 10, 2019, by cochlear ltd.

Event description:
Per the clinic, the baha device was implanted on (B)(6) 2019. The patient experienced an infection surrounding the implant side. Subsequently, the implant was removed on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on july 1st, 2019 . (B)(4).

Event description:
Per the clinic, the patient experience an infection surrounding the implant side subsequent to an implant removal surgery. The infection was reportedly unrelated to the device as this baha device had not been loaded yet. Antiobiotics was administered orally and infection was cleared.